Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her husband (the patient) requesting assistance on silencing the pump and how to obtain information from the device. The reporter mentioned that the patient was riding a scooter on (B)(6) 2011 and got into an accident while using the pump. The patient was injured and taken a hospital where he was admitted in the ICU in critical condition. The reporter did not know any information regarding the patient's blood glucose (bg) level prior to the accident. She did not have time during the call to review/troubleshoot the pump. Later that same day on (B)(6) 2011, a follow-up contact was made with the reporter. The reporter mentioned that the patient's condition had improved and he was breathing 50% on his own. The patient was also able to recognize his wife and was nodding in response to questions. Again, the reporter was unable to complete troubleshooting during the follow-up contact. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient got into an accident while using the pump and was hospitalized. It is unclear, however, if an allegation was made that the device contributed to the event.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) on (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her husband (the patient) to review pump. The battery cap was reportedly stripped and a crack was observed in the casing. The reporter was unable to power up the pump after replacing the batteries. The pump allegedly kept alarming replace battery. The patient was discharged from the hospital into a rehab facility on (B)(6) 2011. At the time of contact with animas on (B)(6) 2011, the patient was reportedly off of the pump but his doctor wanted him to get him back on a pump because his bg's were running high while off of the pump. The patient was reportedly found on the road. She was unsure of the length of time that the patient was on the road. When emt's arrived, the patient's bg was 11 mg/dl. The reporter stated she had no other information regarding the patient's bg's on the day of the accident. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusion can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusion can be drawn at this time. (B)(6).

Manufacturer narrative:
Follow-up #2 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. The battery compartment was found to be cracked but attached securely to the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the specifications.